Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (treatment of assending aorta).

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of 42 cm type a dissection. It was reported that the patient presented with type a dissection that went down to the mid infra renal aorta. The patient received an ascending replacement, bypasses to the lsa, lcca and rcca. Additionally the patient received a four vessel CABG. The patient was very sick. The stent grafts were successfully implanted however, the patient was in surgery approximately 12 hours and later that day expired.